Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the locking screw had been placed, the surgeon noticed that the locking bolt was no longer placed inside the screw. The locking bolt fell on the ground. The team tried to use the locking bolt of another locking screw, but it did not solve the problem. The size 36 had to be removed and a new one was placed to complete the procedure. There was a ten-minute surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the returned product was examined and no manufacturing or design defect was found. The reason for failure was undetermined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.